Event description:
It was later reported that the following information was not relevant to this event: "they were unable to aspirate through the cap post implant, although able to aspirate through the cap once the connection of the catheter and pump were complete during the implant."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2013 - ((B)(4),rep): it was reported there was a catheter disruption. During the initial implant the catheter was secured with anchor and deployment tool. The catheter could not be aspirated and needed to be removed and re-inserted. The catheter was broken in the process of removing the deployment tool. The location of the issue was noted as the catheter track at the anchor site. A new catheter was opened and inserted successfully to finish the case. The broken catheter was never implanted. The patient status as of the time of this report was noted as "alive- no injury/no adverse event." The pump was being used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was stated the they were unable to aspirate through the cap (catheter access port) post implant although able to aspirate through the cap once the connection of the catheter and pump were complete during the implant.